Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set one needle did not retract and a second one when engaging the button the blood sprayed the collector. No patient impact is reported. The following information was provided by the initial reporter: per customer, push button is faulty. They report a couple of occurrences, one the needle did not retract fully after collection and the second one, when engaging the button, blood sprayed towards the collector.

Manufacturer narrative:
The following information has been corrected: imdrf annex a code: a0504 - leak / splash (1354). H.6. Investigation summary: "material #: 367365, lot/batch #: 2332122. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw and retraction testing and no issues were observed relating to unable to retract and splatter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes unable to retract and splatter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set one needle did not retract and a second one when engaging the button the blood sprayed the collector. No patient impact is reported. The following information was provided by the initial reporter: per customer, push button is faulty. They report a couple of occurrences, one the needle did not retract fully after collection and the second one, when engaging the button, blood sprayed towards the collector.